Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4) stating the device was making "noise". The device was not being used during a procedure. The date of event is unk. No pt or user injuries were reported. There was no add'l info provided.